Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.75 x 12 synergy drug-eluting stent was selected for use. However, when the device was setup, the proximal edge of the stent strut was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the proximal end pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.75 x 12 synergy drug-eluting stent was selected for use. However, when the device was setup, the proximal edge of the stent strut was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.